Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding"), abdominal pain ("abdominal pain"), dysmenorrhoea ("painful menstrual cycle"), migraine ("migraine headaches"), back pain ("lower back pain") and dyspareunia ("painful intercourse"). The patient was treated with surgery (to remove the essure). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, abdominal pain, dysmenorrhoea, migraine, back pain and dyspareunia outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)") and pelvic pain ("pelvic pain/ pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient experienced migraine ("migraine headaches/ migraine"), hypertension ("high blood pressure"), palpitations ("heart palpitations"), fatigue ("fatigue"), abdominal distension ("severe bloating"), headache ("headaches"), weight increased ("weight gain") and depression ("depression"). In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding (vaginal)"), dysmenorrhoea ("painful menstrual cycle/ dysmenorrhea"), dyspareunia ("painful intercourse/ dyspareunia"), urinary tract infection ("urinary tract infections") and libido decreased ("diminished libido"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), the first episode of back pain ("lower back pain"), menorrhagia ("abnormal bleeding (menorrhagia) "), sexual dysfunction ("apareunia"), the second episode of back pain ("lower back pain") and pruritus ("itching"). The patient was treated with surgery (hysterectomy to remove essure coils) and surgery (to remove the essure). Essure was removed in (B)(6) 2016. At the time of the report, the uterine perforation, pelvic pain, vaginal haemorrhage, dysmenorrhoea, migraine, dyspareunia, menorrhagia, sexual dysfunction, hypertension, palpitations, fatigue, abdominal distension, urinary tract infection, weight increased, libido decreased, depression and the last episode of back pain outcome was unknown and the abdominal pain, headache and pruritus had resolved. The reporter considered abdominal distension, abdominal pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hypertension, libido decreased, menorrhagia, migraine, palpitations, pelvic pain, pruritus, sexual dysfunction, urinary tract infection, uterine perforation, vaginal haemorrhage, weight increased, the first episode of back pain and the second episode of back pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Most recent follow-up information incorporated above includes: on 4-apr-2018: information from pfs. New reporters added. Patient¿s demographics added. New events added: abnormal bleeding (vaginal, menorrhagia), apareunia, high blood pressure, heart palpitations, fatigue, severe bloating, urinary tract infections, headaches, perforation (uterus), weight gain, diminished libido, depression, lower back pain, itching. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation uterus'), fallopian tube perforation ('fallopian tube perforation'), ovarian perforation ('ovary perforation'), pelvic pain ('pelvic pain/ pain') and umbilical hernia repair ('surgery (other) type of surgery: umbilical hernia') in an adult female patient who had essure (batch no. 646511) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included umbilical hernia. Concomitant products included diazepam, hydroxyzine embonate (hydroxyzine pamoate), ibuprofen from 2010 to 2016, lisinopril, losartan, oral contraceptive nos and promethazine. In (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced migraine ("migraine headaches/ migraine"), hypertension ("high blood pressure"), palpitations ("heart palpitations"), headache ("headaches"), the first episode of depression ("depression"), rash macular ("rashes or skin conditions type: red spots on stomach with itchiness") and the second episode of depression ("psychological or psychiatric problems conisations: depression"), was found to have weight increased ("weight gain") and underwent umbilical hernia repair (seriousness criterion medically significant). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2009, the patient experienced female sexual dysfunction ("apareunia"). In (B)(6) 2009, the patient experienced abdominal distension ("severe bloating"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding vaginal"), dysmenorrhoea ("painful menstrual cycle/ dysmenorrhea"), dyspareunia ("painful intercourse/ dyspareunia"), urinary tract infection ("urinary tract infections") and libido decreased ("diminished libido"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), ovarian perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/mild cramping"), the first episode of back pain ("lower back pain"), menorrhagia ("abnormal bleeding (menorrhagia) "), the second episode of back pain ("lower back pain"), pruritus ("itching") and vulvovaginal pain ("vaginal pain"). The patient was treated with antibiotics and surgery (hysterectomy to remove essure coils, oophorectomy (one side removal of ovary/total hysterectomy (uterus and cervix removed), total hysterectomy (uterus and cervix removed) and to remove the essure). Essure was removed in (B)(6) 2016. At the time of the report, the uterine perforation, ovarian perforation, pelvic pain, dysmenorrhoea, migraine, dyspareunia, menorrhagia, female sexual dysfunction, hypertension, palpitations, weight increased, libido decreased, the last episode of back pain, rash macular, umbilical hernia repair, the last episode of depression and vulvovaginal pain outcome was unknown and the vaginal haemorrhage, abdominal pain, fatigue, abdominal distension, urinary tract infection, headache and pruritus had resolved. The reporter considered abdominal distension, abdominal pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, hypertension, libido decreased, menorrhagia, migraine, ovarian perforation, palpitations, pelvic pain, pruritus, rash macular, umbilical hernia repair, urinary tract infection, uterine perforation, vaginal haemorrhage, vulvovaginal pain, weight increased, the first episode of back pain, the first episode of depression, the second episode of back pain and the second episode of depression to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Ultrasound scan vagina - in (B)(6) 2009: results: total bilateral occlusion; on (B)(6) 2009: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), fallopian tube perforation ("fallopian tube perforation"), ovarian perforation ("ovary perforation"), pelvic pain ("pelvic pain/ pain") and umbilical hernia repair ("surgery (other) type of surgery: umbilical hernia") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen (advil) from 2010 to 2016, ibuprofen from 2010 to 2016, lisinopril, losartan and oral contraceptive nos. In april 2009, the patient had essure inserted. In 2009, the patient experienced migraine ("migraine headaches/ migraine"), hypertension ("high blood pressure"), palpitations ("heart palpitations"), headache ("headaches"), weight increased ("weight gain"), the first episode of depression ("depression"), rash macular ("rashes or skin conditions type: red spots on stomach with itchiness"), umbilical hernia repair (seriousness criterion medically significant) and the second episode of depression ("psychological or psychiatric problems conditions: depression"). In 2009, the patient underwent migraine ("migraine headaches/ migraine"), hypertension ("high blood pressure"), palpitations ("heart palpitations"), headache ("headaches"), weight increased ("weight gain"), the first episode of depression ("depression"), rash macular ("rashes or skin conditions type: red spots on stomach with itchiness"), umbilical hernia repair (seriousness criterion medically significant) and the second episode of depression ("psychological or psychiatric problems conditions: depression"). In july 2009, the patient experienced fatigue ("fatigue"). In august 2009, the patient experienced female sexual dysfunction ("apareunia"). In september 2009, the patient experienced abdominal distension ("severe bloating"). In october 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding (vaginal)"), dysmenorrhoea ("painful menstrual cycle/ dysmenorrhea"), dyspareunia ("painful intercourse/ dyspareunia"), urinary tract infection ("urinary tract infections") and libido decreased ("diminished libido"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), ovarian perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), the first episode of back pain ("lower back pain"), menorrhagia ("abnormal bleeding (menorrhagia) "), the second episode of back pain ("lower back pain"), pruritus ("itching") and vulvovaginal pain ("vaginal pain"). The patient was treated with antibiotics, surgery (hysterectomy to remove essure coils), surgery (total hysterectomy (uterus and cervix removed)), surgery (oophorectomy (one side removal of ovary/total hysterectomy (uterus and cervix removed)) and surgery (to remove the essure). Essure was removed in june 2016. At the time of the report, the uterine perforation, ovarian perforation, pelvic pain, vaginal haemorrhage, dysmenorrhoea, migraine, dyspareunia, menorrhagia, female sexual dysfunction, hypertension, palpitations, weight increased, libido decreased, the last episode of back pain, rash macular, umbilical hernia repair, the last episode of depression and vulvovaginal pain outcome was unknown and the abdominal pain, fatigue, abdominal distension, urinary tract infection, headache and pruritus had resolved. The reporter considered abdominal distension, abdominal pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, hypertension, libido decreased, menorrhagia, migraine, ovarian perforation, palpitations, pelvic pain, pruritus, rash macular, umbilical hernia repair, urinary tract infection, uterine perforation, vaginal haemorrhage, vulvovaginal pain, weight increased, the first episode of back pain, the first episode of depression, the second episode of back pain and the second episode of depression to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Ultrasound scan vagina - in june 2009: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events red spot on stomach, umbilical hernia, rash macular, vaginal pain, ovarian & fallopian tube were added. Lab data updated. Historical drugs & conditions were added. Product, patient & reporter information updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), fallopian tube perforation ('fallopian tube perforation'), ovarian perforation ('ovary perforation'), pelvic pain ('pelvic pain/ pain') and umbilical hernia repair ('surgery (other) type of surgery: umbilical hernia') in an adult female patient who had essure (batch no. 646511) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included umbilical hernia, chronic cervicitis, uterine leiomyoma and haemorrhagic ovarian cyst. Concomitant products included diazepam, hydroxyzine embonate (hydroxyzine pamoate), ibuprofen from 2010 to 2016, lisinopril, losartan, oral contraceptive nos and promethazine. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient underwent umbilical hernia repair (seriousness criterion medically significant), experienced migraine ("migraine headaches/ migraine"), hypertension ("high blood pressure"), palpitations ("heart palpitations"), headache ("headaches"), the first episode of depression ("depression"), rash macular ("rashes or skin conditions type: red spots on stomach with itchiness") and the second episode of depression ("psychologoical or psychatric problems consitions: depression") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2009, the patient experienced female sexual dysfunction ("apareunia"). In (B)(6) 2009, the patient experienced abdominal distension ("severe bloating"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding (vaginal)"), dysmenorrhoea ("painful menstrual cycle/ dysmenorrhea"), dyspareunia ("painful intercourse/ dyspareunia"), urinary tract infection ("urinary tract infections") and libido decreased ("diminished libido"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), ovarian perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/mild cramping"), the first episode of back pain ("lower back pain"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia) "), the second episode of back pain ("lower back pain"), pruritus ("itching") and vulvovaginal pain ("vaginal pain"). The patient was treated with hydrocortisone;neomycin sulfate;polymyxin b sulfate (antibiotic hc) and surgery (hysterectomy to remove essure coils. Tah + lso, oophorectomy (one side removal of ovary/total hysterectomy (uterus and cervix removed), total hysterectomy (uterus and cervix removed) and to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, ovarian perforation, pelvic pain, umbilical hernia repair, dysmenorrhoea, migraine, dyspareunia, heavy menstrual bleeding, female sexual dysfunction, hypertension, palpitations, weight increased, libido decreased, the last episode of back pain, rash macular, the last episode of depression and vulvovaginal pain outcome was unknown and the vaginal haemorrhage, abdominal pain, fatigue, abdominal distension, urinary tract infection, headache and pruritus had resolved. The reporter considered abdominal distension, abdominal pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, heavy menstrual bleeding, hypertension, libido decreased, migraine, ovarian perforation, palpitations, pelvic pain, pruritus, rash macular, umbilical hernia repair, urinary tract infection, uterine perforation, vaginal haemorrhage, vulvovaginal pain, weight increased, the first episode of back pain, the first episode of depression, the second episode of back pain and the second episode of depression to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Ultrasound scan vagina - in (B)(6) 2009: results: total bilateral occlusion; on (B)(6) 2009: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jul-2021: mr received : reporter information, other relevant history added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), fallopian tube perforation ('fallopian tube perforation'), ovarian perforation ('ovary perforation'), pelvic pain ('pelvic pain/ pain') and umbilical hernia repair ('surgery (other) type of surgery: umbilical hernia') in an adult female patient who had essure (batch no. 646511) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included umbilical hernia. Concomitant products included diazepam, hydroxyzine embonate (hydroxyzine pamoate), ibuprofen from 2010 to 2016, ibuprofen from 2010 to 2016, lisinopril, losartan, oral contraceptive nos and promethazine. In (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced migraine ("migraine headaches/ migraine"), hypertension ("high blood pressure"), palpitations ("heart palpitations"), headache ("headaches"), the first episode of depression ("depression"), rash macular ("rashes or skin conditions type: red spots on stomach with itchiness") and the second episode of depression ("psychologoical or psychatric problems consitions: depression"), was found to have weight increased ("weight gain") and underwent umbilical hernia repair (seriousness criterion medically significant). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2009, the patient experienced female sexual dysfunction ("apareunia"). In (B)(6) 2009, the patient experienced abdominal distension ("severe bloating"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding (vaginal)"), dysmenorrhoea ("painful menstrual cycle/ dysmenorrhea"), dyspareunia ("painful intercourse/ dyspareunia"), urinary tract infection ("urinary tract infections") and libido decreased ("diminished libido"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), ovarian perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/mild cramping"), the first episode of back pain ("lower back pain"), menorrhagia ("abnormal bleeding (menorrhagia) "), the second episode of back pain ("lower back pain"), pruritus ("itching") and vulvovaginal pain ("vaginal pain"). The patient was treated with antibiotics and surgery (hysterectomy to remove essure coils, oophorectomy (one side removal of ovary/total hysterectomy (uterus and cervix removed), total hysterectomy (uterus and cervix removed) and to remove the essure). Essure was removed in (B)(6) 2016. At the time of the report, the uterine perforation, ovarian perforation, pelvic pain, dysmenorrhoea, migraine, dyspareunia, menorrhagia, female sexual dysfunction, hypertension, palpitations, weight increased, libido decreased, the last episode of back pain, rash macular, umbilical hernia repair, the last episode of depression and vulvovaginal pain outcome was unknown and the vaginal haemorrhage, abdominal pain, fatigue, abdominal distension, urinary tract infection, headache and pruritus had resolved. The reporter considered abdominal distension, abdominal pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, hypertension, libido decreased, menorrhagia, migraine, ovarian perforation, palpitations, pelvic pain, pruritus, rash macular, umbilical hernia repair, urinary tract infection, uterine perforation, vaginal haemorrhage, vulvovaginal pain, weight increased, the first episode of back pain, the first episode of depression, the second episode of back pain and the second episode of depression to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Ultrasound scan vagina - in (B)(6) 2009: results: total bilateral occlusion; on (B)(6) 2009: result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 26-mar-2020: pfs and mr received: lot number added. Outcome for previously reported event heavy vaginal bleeding/ abnormal bleeding (vaginal) was updated to recover. Concomitant medication added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.